Event description:
It was reported the device was used during a laparoscopic cholecystectomy, the clips from the device kept falling off. No pt consequences. Case completed with another device of the same product code.